Event description:
Report received of a broken motor shaft extension. The pump was to be set up in a home health setting to deliver immunoglobuin intravenously. During set up, the nurse discovered the broken motor shaft extension. The broken motor shaft extension would not engage the cassette and turn to cassette mechanism. The nurse delivered the dose via gravity. There was no delay in the therapy and no reported patient harm.